Event description:
It was reported that the lead's threshold had increased and the right ventricular waves dropped from 13mv to 3.4mv. It was also reported that the patient loaded a semi a few days after implant and didn't follow the physician's post implant orders. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was pulled/stretched, there was blood on the distal end, there was blood on the overlay tubing, the outer insulation was breached cut, the overlay tubing was breached cut, there was blood on the distal coil, the helix was bent and there was apparent explant damage. (B)(4).